Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported doing a revision on the ins because therapy and the device "never seemed to work right" after several adjustments. No further patient complications have been reported as a result of this event.